Manufacturer narrative:
Evaluation summary: the repair team has confirmed the issue. When we investigated the inside, we found that dust had accumulated. Therefore, it was determined that the lamp power supply had short-circuited due to electrolytic corrosion (electrochemical corrosion). The lamp power was replaced and improved. The DHR review confirmed the endoscope was manufactured on 09-feb-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 25-feb-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
When this defect occurred, there was no alternative device in the hospital and the endoscopy was discontinued. There was no harm to the patient. The device was returned to pentax and inspected it, the defect was reproduced. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When you turn on the power, connect the endoscope, and turn on the lamp," aux lamp check main lamp" is displayed. After that, "please turn on the lamp again" is displayed. Lamp button flashing. It happens frequently even after restarting. Switched to auxiliary light and could not inspect. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.